Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell two of treatment. Upon removing the tubing set, moisture was found inside the cycler. The origin of the lek could not be identified. Pt did not receive any antibiotics and had no adverse effects. Sample was discarded by the pt. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records were conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.